Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image defects due to cable disconnection. Therefore, it was determined that the product did not meet the product specifications. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): handling and general precautions caution do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a broken cable wire. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported that the subject device had a broken cable wire. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.